Manufacturer narrative:
Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however; the issue could not be resolved. The device was explanted on (B)(6) 2015. It is unknown if the patient was reimplanted with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2015. This report filed february 18th, 2016.